Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the insulin pump was exposed to a lot of water due to rain. The customer's blood glucose was 83 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the esc button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.